Manufacturer narrative:
Other text: device evaluation: one device received for investigation. Event history log was reviewed and found multiple downstream occlusion alarm messages. Functional test performed, device was running for an hour without triggering any occlusion alarm. Problem couldn't be duplicated at the time of the investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
D4 and g5 are unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was intermittently alarming downstream occlusion. No adverse patient effects were reported by the customer.